Manufacturer narrative:
Approximate age of device ¿ 4 years 5 months. Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2016 due to unknown cause. The patient was found at home expired, with system controller power cables disconnected. Additional information was requested but was not provided.

Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. No product was returned for evaluation. A correlation between the device and the patient's death could not be conclusively determined. The reported power cable disconnections could not be confirmed as no log files were submitted for evaluation. It was reported that the patient expired on (B)(6) 2016 due to unknown cause. The patient was found at home expired, with system controller power cables disconnected. Additional information was requested, but no further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing the file on this event.